Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. No device malfunction was suspected.